Event description:
As reported by the edwards field representative, after a complicated transfemoral tavr procedure and after removal of the 24fr sheath, a right iliac artery tear was noted just below the aortic iliac takeoff, which was surgically repaired. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was 7.8mm, and the patient's vessels were noted to be mildly tortuous and mildly calcified. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
Reference manufacturing report number 2015691-2012-18875 related to the r3 delivery system complication. The device is not available for evaluation as it was discarded by the site; however, there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications which may require intervention are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr). The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including predilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, the access vessel's diameter was 7.8 mm, and the vessels were reportedly mildly calcified and mildly tortuous. In this case, the reported vascular complication is likely due to advancement of a large bore sheath in a less than adequately sized vessel. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.